Manufacturer narrative:
(B)(4). The suture was returned for analysis. The reported blue suture split longitudinally was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. This code is used to address the use of the proglide in a femoral vein. Per the proglide instructions for use - the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site. The suture was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was attempted with proglide devices, using the preclose technique with a 6fr sheath prior to a procedure to place a watchman device. Reportedly, the first proglide suture was preplaced successfully. When harvesting the suture for the second proglide, it was noticed there were 3 suture ends, one white and two blue. The blue suture had split longitudinally. The suture was cut and removed. Another proglide suture was placed. The preplaced sutures of two proglide were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device and the preclose technique. No additional information was provided.